Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports the ongoing the bite issues have not resolved. The bottom teeth are straighter, but movement to the back right teeth has resulted in the bite gap between the top and bottom teeth which was not there initially. Byte cst (clinical support team) confirmed there's a significant anterior open bite.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. G3 has been corrected in this report.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.